Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of unintentional removal of the peg tube. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used in a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, on (B)(6) 2014, the patient unintentionally removed the peg tube. The patient was taken to the emergency room and placement of a urinary catheter was done to prevent closure of the stoma. The patient was sent to the neurology department on the same day and conventional treatment was started. A new peg tube was placed on (B)(6) 2014 by endoscopic procedure to restart duodopa medication treatment. Attempts to obtain additional information regarding the patient's condition have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.